Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink secondary medication set leaks when it is not fully screwed on. The leak was identified during priming. There was no patient involvement. No additional information is available.